Event description:
It was reported that the patient had visited the ER (emergency room) with hyperglycemia. The patient's blood glucose levels reached 600 mg/dl while wearing the pod between 4 and 24 hours in the abdomen. Symptoms reported include being tired, dehydrated and lethargic. The patient was treated with insulin, lactated ringers, potassium bicarbonate and citric acid. The pod was removed in the ER and found to be bent. The patient was released after 6-7 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.